Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial lot: unknown. H2) the aware date of the broken camera was 15-may-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The computer was upgraded. A new personal computer (pc) and router were installed. Navigation was not suitable for use because the camera was broken. Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 (B)(4) , medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a computer issue. There was no patient involvement. Additional information was received. The navigation was slow, sometimes the software freezes and the system must be restarted. The issue occurred intra-operatively. The hospital was using navigation. Additional information was received. No known impact to patient outcome. There was a surgical delay of five minutes. Additional information was received. The event occurred during a tumor resection.